Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.

Event description:
Customer called to report the enlite sensor came out of the server incorrectly due to a mistake she made. Blood glucose reading was 44 mg/dl. The customer went off the sensor for 24 hours and her blood glucose went low. Customer corrected with food and glucose pills. The customer declined troubleshooting. Advised the sensor will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.